Manufacturer narrative:
Additional information: street1, MFR city, region, postal code), evaluation summary: this report is based on information provided by the global complaint handling system. The product sample was not returned to the medtronic laboratory, however, an accuview graph was provided by the customer for analysis. The customer reported capsule detached earlier. The reported condition was not confirmed. The investigation found that total time of the study is 48 hours, the ph value is discontinuous most of the study. In addition this case is on short study issue. The investigation identified the root cause of the reported event to be system communication failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: (street 1, MFR city, region, postal code),evaluation summary: this report is based on information provided by the global complaint handling system. The product sample was not returned to the medtronic laboratory; however, a accuview graph was provided by the customer for analysis. The customer reported capsule detached earlier. The reported condition was not confirmed. The investigation found that total time of the study is 48 hours, the ph value is discontinuous most of the study. In addition this case is on short study issue. The investigation identified the root cause of the reported event to be system communication failure. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a study with missing data. A copy of the study was sent in for review. The recorder worked correctly during the previous procedure. There was no patient and user harm and a repeat procedure was necessary.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule that detached on day 1 and the patient needed to repeat the procedure. There was no patient and user harm and a repeat procedure is necessary.